Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One (1) event was reported for this quarter. One (1) device was received for evaluation; 1 event was not duplicated; however, the device was found to be outside of specification. One (1) device was found to be affected by worn components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device had run-on. One (1) reported event had no patient involvement; no patient impact.